Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Simultaneously, the left ventricular (lv) pacing lead impedance measurement also dropped from 440 ohms to 280 ohms. However, subsequent shocking and lv pacing lead impedance measurements returned to the normal range. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and provided troubleshooting options. No true emi sources were determined but a treadmill was suspected as a possible emi source. No oversensing was reported. Patient monitoring was continued. The system remains in service. No adverse patient effects were reported.